Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. D4: batch # 322c97. Investigation summary. This is an analysis of one photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: a gst45b cartridge pan partially dislodged from the cartridge outside of the original packaging. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 322c97, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/15/2023. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45b reload was returned unfired with 2 double drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end from the left side. No functional test was performed due to the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review a manufacturing record evaluation was performed for the finished device batch number 272c17, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2023 d4: batch # unk b3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Additional information was requested, and the following was obtained: could you please specify what is meant by "iron part and staple are isolated"? Please find the photo attached. Did a part broke (closing trigger, firing trigger, handle, jaws, etc.)?: no. - did any piece break off of the device?: no. Event was found once opened the package, so staple was not used. Then, change new staple. Did this alter the procedure in any way?: no. Were there any issues with the jaws of the stapler (visibly damaged)?: no. Were there any issues with the closing trigger (loose, floppy, stuck in the open or closed position)?: no. Were there any issues with the firing trigger (loose, floppy, stuck in the open or closed position)?: no. Were any unusual or unexpected noises heard during time of use?: no. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the iron part and staple are isolated. No patient consequences reported. No further information is available.